Event description:
It was reported that, after a tka surgery, the patient underwent a revision surgery on (B)(6) 2022 because the legion posterior stabilized high flex highly cross linked polyethylene size 5-6 9mm broke. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The fractured post was not returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A thorough medical investigation cannot be rendered nor could the definitively root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.